Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: left quarter of the display window cover is missing, scratched case.. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed sleep current measurement, active current measurement, and self tests. Self test failed because the vibrator failed to vibrate when it was supposed to. Did not notice any battery compartment overheating while the tests were being conducted. Thus software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. After taking the boards pcba1 & pcba2 out and inserting them into a known good case, the current measurements fell within specs. In summary, the customer¿s report that the pump overheats was not confirmed but that of short battery life was confirmed during testing. The high current measurements are due to the moisture damage on the battery compartment and battery board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced thermal issue with the pump and the battery only lasted for 2 hours. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer did not report damage to the battery compartment, battery cap, or pump case. The issue continued after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1880 was requested and the customer response was the device will be returned.